Event description:
Patient reports pain and soreness in right axilla, fever, and chills starting (B)(6) 2025. Patient visited urgent care and was prescribed cephalexin. (B)(6) 2025 - follow up examination by dr. (B)(6) revealed a large sized fluid-filled cyst in the right axilla, along with two smaller hard nodules inferiorly. Skin is intact. Dr. (B)(6) prescribed medrol pack 4mg. (B)(6) 2025 - patient reported that fever and chills symptoms have returned dr. (B)(6) prescribed minocycline 100mg capsules. (B)(6) 2025 - dr. (B)(6) found abscess not resolving, with patient symptoms still present. Patient advised by dr to see a dermatologist or their general practitioner. If unable to then advised to visit emergency room to treat.